Manufacturer narrative:
(B)(4). The lot was manufactured from january 07, 2015 ¿ january 08, 2015. The evaluation of the returned device is complete. Visual inspection noted that the tubing was separated at the solvent-bonded junction of the stressmember, with part of the tubing remaining inside of the stress member junction. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing detached from a small volume intermate. The device was filled with 2000 mg of meropenem in 100 ml sodium chloride 0.9% solution. This occurred before use. No patient was involved. There is no additional information available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.